Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Initial complaint received as follows: "complaint description: non-deflation in use. No harm to pt. Remove by the normal way". Add'l info received: the medical staff could not deflate the balloon 2 days after it was inserted. The pt was then sent to the operating room to have the foley removed under the cystoscope. The replacement of another new one was done and the pt's condition was stable.

Manufacturer narrative:
Incomplete device was returned. Based on the investigation finding, no obstruction could be observed on the lower catheter shaft that could lead to non deflation. Since the upper catheter shaft was not returned, further investigation in determining and confirming the root cause of non deflation could not be carried out. Based on available info, this event is deemed serious as it required a surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Reported to the FDA on (B)(4) 2013.